Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. The insulation was not fully broken. No thermal damage was found on the instrument. Additional related observation(s): the instrument was found to have damaged conductor wire insulation at the yaw pulley. The internal conductor wires were exposed. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Further, the customer reported seven (7) remaining uses. The remaining uses on the in-house system screen are four (4). The remaining uses in the logs are six (6). Based on the investigation results, failure analysis could not verify seven (7) remaining uses. Based on the logs, failure analysis confirmed six (6) remaining uses. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.